Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s caregiver identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m65 scale reading error during dwell three of six of their treatment. The caregiver stated that they repeatedly received the message during the treatment and that the cycler would not move on to drain three. The technical support representative advised the caregiver to cancel treatment on the cycler. The patient had manual supplies to continue treatment off the cycler. Following the issue, the caregiver was removing supplies at step nine of the treatment end screen when they noticed fluid leaking from within the cassette compartment of the cycler. Upon learning of the fluid leak, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The technical support representative initiated the cycler replacement procedure. The caregiver reaffirmed that the patient had manual supplies available to continue with peritoneal dialysis therapy while waiting for the replacement cycler. At this point in time, there has been no report of patient injury or medical intervention resulting from the reported leak. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.